Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Insulin pump had a pump error alarm which was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer stated that they were able to clear alarm and able to rewind. Customer did not successfully complete steps in displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.